Event description:
It was reported that the patient was hearing a solid tone. Patient visited the emergency room prior month due to dizziness and thought that was related to shocks from the device. However, the emergency room found no arrhythmias or shocks and the patient's symptoms were determined to be from hypertension. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.